Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported having concerns with the last batch of infusion set tubing after 3 days of usage. Caller stated patient found when ketones and blood glucose levels began to rise, they have seen crystallized insulin in the tube or there has been a leak from the luer connection end. Caller reported the luer connection seem loose even when the insertion seems okay. On follow up, patient's mother reported the main issue occurred sometime in (B)(6) 2013 when patient was hospitalized due to ketoacidosis; could not recall the exact date. Caller reported patient was taken to the hospital via ambulance in the morning, was treated with insulin, IV therapy, food and then released in the evening. Caller stated in the morning the patient's mother measured ketones at 2.6%. Caller reported the patient was vomiting and had a headache, and the blood glucose level was 26 mmol/l; no information of results taken at the hospital. Caller stated mother gave patient juice. Caller reported on both ends of the tubing some "chunks" started to form; white insulin residue and insulin could be smelled through the shirt and the tubing leaked between the cap. Requested return of the alleged infusion set for evaluation.